Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accumax 200 laser fiber was used during a flexible ureteroscopy (furs) with kidney stone procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier medilas h20 laser console with laser settings of 6 watts. According to the complainant, during the procedure, the laser fiber was not giving enough laser energy after 10 minutes of use and the connector of the fiber was noted to be very hot. The procedure was completed with another accumax 200 laser fiber. There were no patient or user complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accumax 200 laser fiber was used during a flexible ureteroscopy (furs) with kidney stone procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier medilas h20 laser console with laser settings of 6 watts. According to the complainant, during the procedure, the laser fiber was not giving enough laser energy after 10 minutes of use and the connector of the fiber was noted to be very hot. The procedure was completed with another accumax 200 laser fiber. There were no patient or user complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: investigation results: one accumax 200 laser fiber was returned in one piece. The fiber measured approximately 312.8 cm from the top of the connector to the tip. Exposed glass portion of the distal tip measured approximately 3m mm and appeared degraded from normal use. Examination under magnification confirms the pattern of the tip was consistent with normal degradation. Visual examination revealed that light can travel completely to the fiber face within the sma connector to illuminate it, this indicated that the fiber was continuous within the connector. No issues were observed with the sma connector. The investigation concluded that the failure was due to procedural factors and the device had no influence on the event, therefore, the most probable cause of the event is adverse event related to procedure. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.